Event description:
According to the reporter, during a procedure, the operator attempted to use the stapler, but it broke apart on the field.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.